Manufacturer narrative:
The customer's test strips were requested for investigation, but these were not available. The customer's meter was returned for investigation where it was tested using retention test strips and retention controls. Control ranges: level 1 30-60 mg/dl. Level 2 261-353 mg/dl. Results: level 1: 44 mg/dl, 44 mg/dl, 44 mg/dl. Level 2: 305 mg/dl, 308 mg/dl, 311 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). . At 18:09 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 39 mg/dl. At 18:13 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 45 mg/dl. At 18:27 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of < 30 mg/dl. At 18:31 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of < 30 mg/dl. At 18:33 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of < 30 mg/dl. At 18:36 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 142 mg/dl. The 142 mg/dl result was believed to be correct as the patient was not symptomatic of hypoglycemia.